Event description:
The patient reported their wearable is causing skin irritation. The commercial team member suggested other non-curonix brand wearables. Therapy is working well for the patient.

Manufacturer narrative:
The wearable's questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue are an incorrectly sized wearable, patient allergy, and contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.